Event description:
Patient reported left side "a ruptured implant." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: not observed in the device. Additional observations: wear abrasion is observed. Crease is observed. Deformation is observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3.

Event description:
Patient reported left side "a ruptured implant". Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported left side "a ruptured implant". Device has been explanted and replaced.